Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Internal complaint reference (B)(4).

Event description:
It was reported that the spring of the truepass suture passer broke and tore. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that there was a breakage and dislodge of the spring which is an event that in the past has caused a serious injury, thus this event was reported as a malfunction. However, after further clarification and new information received, it was determined that the issue was related to a breakage of a wire located in the handle that is a piece of the instrument which is not in contact with the patient. This failure mode does not represent a serious injury and the malfunction itself has never caused death or serious injury in the past, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.